Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer replaced the cine drive. The cine drive was reformatted by the fe. The system was tested and found to be working as intended and returned to service.

Event description:
The customer indicated the system displayed a cine disk error; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No pt or user injury was reported related to this event.